Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. The surgery has been postponed indefinitely per patient's request.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs ipg has reached its end of life as the end of service (eos) message was confirmed on the patient¿s controller. The patient is not receiving therapy and will likely require surgical intervention to resolve the issue.